Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This medwatch is related to patient identifier (B)(6).

Event description:
It was reported, the patient underwent a therapeutic endoscopic retrograde cholangiopancreatography (ercp) for gallstone removal, and a significant stone 13x20 was detected in the common bile duct. The stone was captured in a mechanical lithotripter basket inserted into an olympus v system stone crusher. When breaking the stone, the wire broke at the handle, not at the preformed part of the basket. Thus, the wire and stone were stuck at the exit of the bile duct. The wire was then clamped into the emergency lithotripter, but it was still not possible to break the stone and the wire broke again at the handle, not the basket. The device was removed and the patient was taken to urgent surgery due to the device malfunction. The operation was performed that afternoon, but the patient died at dawn the next day. The physician did not see a connection between the death and the device failure, but the failure is what started the chain of events.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's (lm) further investigation results. Based on the lm¿s further investigation result, the following was determined: the patient reportedly developed sepsis before using the mechanical lithotripter (bml). Although the subject device may have caused or contributed to the reported event, the root cause of the patient's death could not be determined. Therefore, the previously reported investigation results remain unchanged. Also, this supplemental report includes additional information received from the customer. B5 updated accordingly.

Event description:
The patient developed sepsis due to common bile duct stones prior to using the mechanical lithotripter (bml). The patient reportedly required intervention, and a minimally invasive therapy was chosen by the provider.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to fields (e1, e2, e3, and g2) and to provide an update to fields (b5 and h3). The subject device was manufactured on jan 2022 based on the provided 3 digit lot information "21k". However, the exact manufacture date is unknown. The device was evaluated by olympus. The operating wire was broken, the operating pipe was broken at the part welded to the operating wire, and deformation was observed in the basket. Results of reproduction test: olympus stock items bml-v442qr-30 were tested to investigate whether the strength of the wire and the location of the broken wire complied with the product standard. As a result, the stock items complied with the product standard and there were no abnormalities. Furthermore, the wire breaking strength of all samples met the standard value and also met the statistical pass criteria. In addition, all samples broke at the expected location (the welded part of the wire and the pipe). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the confirmation result of the device and the investigation results in the past, a likely mechanism causing the reported event could be the following: 1. Due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2. Due to the described above ¿1¿, the operating pipe broke at the welded portion. Therefore, it was unable to remove the basket portion from the patient's bile duct. 3. The lithotripsy was kept on going by combing emergency lithotripter and the subject device. However, a force beyond the strength resistance was applied to the operating wire due to various factors such as the shape, numbers, hardness of the calculus. 4. Due to the description above ¿4¿ description, the operating wire was broken. Therefore, the basket could not be removed by the emergency lithotripter. However, the specific root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body." "Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1." "A lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place." "This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected." "During lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body." "Do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the hospital did not state that the stone was too large for the device. Additionally, the term "significant¿ was used in general, not in comparison to the device. Additionally, the hospital confirmed the following chronological order of the events: 1. The wire broke. 2. The wire was then clamped in the emergency lithotripter. 3. The wire broke again. 4. The patient was prepared for the surgery. 5. The wire was cut at with pincers during the surgery for easier removal.

Manufacturer narrative:
This report is being supplemented to provide correction to h6 investigation findings with information inadvertently left out, and to provide a correction to field h6 investigation conclusion.